Event description:
The sales representative reported that approximately one year ago on an unk date, it was noted after surgical cleaning that the threads on the center of the backfix flexible screw modular implant holder would not interact with a screw. There was no harm to a pt. The same malfunction of a similar device has been associated with an adverse event in the past.

Manufacturer narrative:
There was no pt involvement. Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacture date is unk. Eval is pending.